Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. Imagery was provided and the following was observed: the sheath liner was partially delaminated at distal end. The sheath distal tip split is observed. Patient imagery showed: calcification and tortuosity observed on the subclavian access vessel. Undersized subclavian access vessels. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. The reported sheath distal tip split was confirmed based on the evaluation of the imagery provided. No manufacturing non conformances were identified during the evaluation. DHR and lot history review did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. Review of IFU training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Per evaluation of imagery provided, the esheath plus distal tip was split, and the liner was found partially delaminated at the distal tip. Per review of the provided 3mensio report, there was presence of calcification, undersized vessel (as per IFU the mld should be equal or greater than 5.5mm for an 14fr esheath plus) and tortuosity in the patients access vessels. Calcification and tortuosity in addition with undersized vessels can subject the sheath to suboptimal angles during insertion, advancement, and or withdrawal that can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
E1 phone number: (B)(6). This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 23mm sapien valve in aortic position by left subclavian approach. During the valve alignment, there were difficulties during the fine alignment of the valve and the valve resulted under aligned and not between the markers. The valve was deployed but the frame was not fully expanded. A second balloon expansion was required to complete the valve expansion. After the removal of devices, it was observed that the tip of the 14f esheath plus was damaged and there was a degree of delamination and lamination crumpling. The patient did not suffer any injury due to the event. The perceived root cause of the event was the restrictive calcium at the subclavian most likely caused the tip damage on the sheath and likely contributes to the difficulties in the alignment. In addition, the short space available for the alignment in the ascending aorta that was not as straight as would be ideal likely contributed to the alignment difficulties. As per evaluation of the provided pictures, the 14f esheath plus distal tip was split.